Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The bur could not be identified as a stryker bur. The device was sent to the product engineering who concluded that wear marks are present on the shank and neck of the returned bur the breakage is likely as a result of metal contact. Stryker carbide burs as specified in IFU's are intended for the following use; "accessories are intended to cut bone in the following manner: drilling, reaming, decorticating, shaping, dissecting, shaving, and smoothing for the following medical applications: neuro; spine; ear, nose, and throat (ent)/otology/neurotology/otorhinolaryngology; craniofacial (bones of the skull and supraorbital region); and sternotomy."

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.